Event description:
I used freestyle libra from (B)(6) 2019 to (B)(6) 2020 had no problem, after receiving new sensors from supplier and use 3 of them all giving me chemical burns from wearing them on arm. FDA safety report ID# (B)(4).